Manufacturer narrative:
Concomitant medical products: (2)pri tubing;8015;(2) lvp; spm tubing;syringe; td: (B)(6) 2018. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infant received a bolus of dopamine during a multi module infusion. The umbilical arterial fluids were changed, and the umbilical arterial catheter was a double lumen with normal saline with 0.5unit/l of heparin running at 1ml/hr through the primary lumen and full acetate with 0.5unit/l heparin running at 1ml/hr through the secondary lumen. Both arterial fluids were loaded in pump channels and the dopamine (dopamine running at 4mcq/kg/min) was loaded in the syringe pump module. All channels shared the same pump brains. Both arterial fluids were changed following unit procedure and without any complications, however it was noted that blood pressure increased to 91/58 (72) at 17:25 after both arterial fluids were changed. Prior to changing fluids the baby's baseline was 40's/30's (30-40) at 17:10. Patient heart rate and spo2 never deviated from baseline. Patient had no signs of agitation or pain according to rn. After the event the pc units were changed. The devices were at the level of the patient¿s heart. No lasting effects to the patient were reported, and no other details were provided.